Event description:
Wire used to arch of aorta with 8 fr sheath. Post ptca critical lesion improved, but proximal lesion appeared significantly worse. A 4.0 anterior stent was advanced to proximal lesion with stent in the right ostium of rca. Stent deployed using 6 atmospheric pressure. The balloon ruptured and would not hold presure. Staff unable to pull balloon back into the guiding wire. Pt underwent emergency CABG.